Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one magnum biopsy needle was received for evaluation. During visual evaluation, the device appeared to be clean. A backward bend was noted to the sample notch. Due to the nature of the complaint, functional testing was not performed. Upon dimensional observations, the sample notch thickness was measured, and measurement was within the acceptable range. The sample notch bend measured, and measurement was not within the acceptable range. Therefore, the investigation is confirmed for the reported needle bent as a backward bend was noted to the sample notch. Therefore, the investigation is inconclusive for the reported difficult to remove as the condition of use cannot be replicated in laboratory condition. A definitive root cause for the reported needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an echo guided breast biopsy procedure, the stylet was allegedly bent and pulled it from patient. There was no reported patient injury.

Event description:
It was reported that during an echo guided breast biopsy procedure, the stylet was allegedly bent and pulled it from patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.